Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman laa closure device was implanted. It was reported via a versacross registry at the facility that a patient experienced a device related thrombus (drt) at the seven (7) week follow up. No further information was provided or available.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.